Event description:
It was reported patient had a right hip implanted and is experiencing pain, soreness and numbness.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving an other hip head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items associated with the event were returned as they remain implanted. Medical records received and evaluation: not performed as no medical records were received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined based on the limited information provided. Additional information such as product return, medical records, x-rays and operative notes are required to complete a full investigation. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported patient had a right hip implanted and is experiencing pain, soreness and numbness.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6942-7-075, unitrax c-taper sleeve +5mm, lot code: 32136905; cat. No.: 1067-0008, osteonics univ. Distal spacer, lot code: mhpk6n ; cat. No.: 6076-0625a, omnifit hfx hip stem size #06 127, lot code: mld605; cat. No.: 6197-9-010, simplex p - us tobra fd 10-pk, lot code: mjs074. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.